Manufacturer narrative:
A getinge field service engineer (fse) stated that an external inspection all checked ok and could not reproduce the issue. Safety disk and solenoids passed leak test. A full calibration, functional testing and safety check to factory specifications were performed . Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the prior to use the cs300 intra-aortic balloon pump (iabp) failed leak safety test several times.